Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order for empty package and there is no indication of malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information per ir results: device available for evaluation ¿ yes, returned to manufacturer on 1/29/2020. Device returned to manufacturer ¿ yes. Device evaluation: the complaint product was returned in its original packaging. The plunger was in a partially advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed: lubricant material residue was observed in the device. Cartridge tip was damaged/deformed. The lens was stuck in the inserter and pushrod overrides it. The reported issues of stuck in cartridge was not verified. Based on the analysis, there is not product quality deficiency identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was been reported that the lens was defective. Through follow-up it was learned that the lens got stuck in the injector at the cartridge tip and haptic/optic contacted patient's eye. No secondary surgery/medical intervention was required. The iol was removed and replaced in the same procedure. Visual acuity (va) pre-op was reported as 0.5, and post-op va is 1.0. No additional information was provided.